Event description:
The scrub nurse noticed that the stent was fractured upon removing from the packaging. It was bent in the middle of the stent. It was stored correctly and was removed from the package correctly. No other abnormalities were noted.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.